Manufacturer narrative:
The customer complaint of error code 240.4150 sensor_broken_high_failure was not confirmed during functional testing. Error code 240.4150 is an error code specific to the upper (bottle side) pressure sensor so this pressure sensor was more closely examined. Alaris system maintenance (asm) version 9.8.1 was used to examine the pump module upper (bottle side) pressure sensor output. The pressure sensor voltage was found to be in specification with no shorted or open output voltages observed. A test infusion was also allowed overnight with no alarms or malfunctions occurring during the test infusion. Review of the pump module error logs did confirm one instance of channel error code 240.4150, however this error was almost 3 years old and is not suspected to be associated to the reported event. The upper pressure was found to be almost 14 years old, however it appears to be functioning as expected with no issues observed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
The customer reported that an error code 240.4150 occurred during an infusion. The device was sent to biomed and the biomed determined that the pressure sensor was replaced within the past year and asked for an investigation for a faulty part. No patient harm was reported.